Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for 3 days, and sometimes reuses the pump supplies. Tandem clinical support informed customer that wearing the pump supplies for 3 days, and reusing pump supplies, is off label per the user guide. Customer cleared the alarm and reported that the pump supplies would be changed, and has manual insulin injections if needed. There was no reported adverse impact to customers blood glucose (bg) level.